Event description:
The distributor contacted heartsine to report a non-critical issue with their customer's device. During evaluation it was found that the device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. Warping was observed on the membrane graphic layer and a hole was observed in the membrane around the on/off button, which would have enabled moisture within the membrane and resulted in severe corrosion on and underneath the on/off button dome. This had resulted in the failure of the device to power on. The corrosion on the membrane panel and on/off button, alongside the warping of the membrane graphic layer, would indicate the device was stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.